Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, white particle in the shell, deformation and crease fold. Cloudy was observed after autoclave disinfection process. The unit is not broken. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b5, b6, d6(b), d9, g1, h3, h6.

Event description:
Patient reported "rupture". Patient also reported "pulmonary embolism", "kidney disease, joint pain, eczema, weight gain and arthritis". These events were determined not to be device-related. This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture, pulmonary embolism.

Event description:
Patient reported "rupture" and "pulmonary embolism." Patient also reported "kidney disease, joint pain, eczema, weight gain and arthritis". These events were determined not to be device-related. Device remains implanted. This record is for the left side.